Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. D10: date updated to reflect when the device arrived at the secondary investigation site. H3 and h6 - evaluation codes: updated device evaluation: one device and six photographs were submitted for investigation. The photos show the pin hole in the breathing bag. Visual inspection noted it was not possible to detect any issue in the breathing bag. Functional testing found a leak in the device. Based on the analysis conducted in the sample provided, the breathing bag presents a pin hole. The complaint was confirmed. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly and packaging process. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. G5: 510k is blank, device is exempt. One device was returned for investigation. Observation of the device revealed a pinhole in the breathing bag. It is considered that leakage may have occurred before being supplied. The sample will be sent to the manufacturing site for further investigation. A supplemental report will be provided with that information. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there is a pinhole in the anesthesia bag. This is causing a leak from the anesthesia bag.